Manufacturer narrative:
This report is submitted on november 15, 2022

Event description:
Per the clinic, the patient experienced an infection (unknown if the infection is device related). The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.